Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure hst iii system (3.8mm) accordance with IFU, but when loading is carried out, the loading device tube is rolled up together when the seal is mounted due to a product defect. Wrinkle phenomenon occurs. The surgery was successfully completed using the same new product. There was no abnormality in the patient's condition.

Event description:
N/a

Manufacturer narrative:
Trackwise (B)(4). Updated section: b4, e3, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 03/18/2022. Photographs were provided by the account. A photograph evaluation was conducted. Signs of clinical use and no evidence of blood are visible in both photographs. In photo #1, a portion of the delivery device is visible with the top of the tension spring assembly inside the delivery tube. In photo #2, the bottom of the delivery tube is visible with the lower portion of the tension spring assembly visible, as well as the folded seal, which is partially still in the delivery tube. The white plunger, as well as the blue slide lock, was not observed in the photographs. An investigation was conducted on 09/30/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. On the delivery device, the blue safety lock was off, which allows for the white plunger to be depressed. The seal and tension spring assembly were removed from the delivery device with no physical or visual difficulties. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.194 inches, the outer diameter was measured at 0.225 inches (rm2036883). The length of the delivery tube was measured at 2.52 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and the photograph evaluation, the reported failure "fitting problem", as well as the analyzed failure "premature deployment", were confirmed. The lot #25161182 history record review was completed. There was an ncmr, rework, or deviation documented for the reported lot number. On nov 2, 2021 at around 10:30am, moisture was observed in compressed air tubing in the bioline area of eptfe manufacturing. Condensation in air line(s) may be an indication that the air compressor, bmarm ID 00033-5, may not have been producing compressed air with a dew point less than or equal to +7 degrees c as required to satisfy the validation acceptance criteria per mcv00039604 compressed air distribution system oq/pq protocol, rev b, section 7.7. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.